Manufacturer narrative:
Brand name: unknown/not provided. Model#: unknown/not provided. Serial#: unknown/not provided. Catalog#: unknown, as product model and serial number were not provided. Expiration date: unknown as product serial number was not provided. UDI #: unknown as product model and serial number were not provided. If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Device manufacture date: unknown as product model/serial number was not provided. The device was not returned for analysis. The lens remains implanted. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The patient is experiencing haloes 4 months after implant of a multifocal lens, models unknown, in both eyes. No explant has been done or is planned. The patient is very happy with her distance, intermediate and reading vision. However, the patient does not drive at night due to the multiple rings/halos around lights. The patient stated that she would not feel safe driving at night. There was no patient injury reported. No additional information was provided to johnson and johnson surgical vision, inc. Two MDR¿s will be reported , one for each affected eye. This report pertains to the left eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields that were previously reported as unknown have been updated. Brand name: tecnis synergy. Model number: zfr00. Serial number: (B)(4). Catalog#: zfr00u0230. Expiration date: 10/13/2022. UDI number: (B)(4). Device manufacture date: 10/13/2017. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zfr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the PMA number p980040 that was provided in the initial filing is not applicable and the reported event is now determined not MDR reportable. No further information will be provided for this event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.